Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous and 90% stenotic mid left anterior descending artery. The physician advanced the 3.0 x 20mm quantum maverick balloon to the lesion and inflated it to 18 atms for nineteen seconds on the first inflation and it ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with the deployment of a liberte stent. Patient status is reported as "ok".